Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after having a glaucoma stent implanted, a patient experienced an intraocular pressure (iop) increase. The surgeon assumed there may still be some viscoelastic in the anterior chamber, he performed an anterior chamber irrigation with no improvement in the iop. Despite the visibility of the stent in the slit lamp, the surgeon thinks that it is implanted properly. Additional information has been requested.

Manufacturer narrative:
(B)(4).